Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone, the customer was taken by the paramedics to the hospital. Customer's spouse wasn't sure about the customer blood glucose might have been in the 30 mg/dl range. Customer got out of work and while he was driving he experienced the low blood glucose. Customer also had a small heart attack due to the insulin reaction. Customer's spouse declined any troubleshooting. The perceived cause of the low blood glucose was unknown. Customer's spouse is not returning the insulin pump for further analysis.